Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Discomfort - vagina [vulvovaginal discomfort]. The string was on the side of the tampon [device physical property issue]. Tampon expanded the wrong way...came out horizontally [device inversion]. Case description: consumer sent e-mail stating a tampon expanded the wrong way. The tampon came out horizontally, and the string was on the side of the tampon. No serious injury was reported.